Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the user found that the clip closure was incomplete; this oblique closure caused incomplete closure of the cystic duct. To resolve the issue, it was re-clamped and disconnected again. It was noted that the surgical procedure was extended for less than 30 minutes and increased the patient's risk. The patient's current condition is observed to be normal. There was no injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the user found that the clip closure was incomplete; this oblique closure caused incomplete closure of the cystic duct. To resolve the issue, it was re-clamped and disconnected again. It was noted that the surgical procedure was extended for less than 30 minutes and increased the patient's risk. The patient's current condition was observed to be normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.